Event description:
Event description guidant received information that this endocardial lead gradually measured higher impedances on the rate/sense channel. Other measurements were within normal limits. A chest x-ray did not reveal any irregularities. Later, the shocking channel impedance also increased.